Manufacturer narrative:
This report was sent in error as the broken probe that did not detach would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information provided by the customer.

Event description:
It was reported the ultrasonic surgical device tip broke while cutting. Nothing fell into the patient cavity or fully detached from the device. The event occurred during a during a therapeutic laparoscopic hysterectomy. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.